Event description:
It was reported that a spectrum pump had an inoperable keypad (keys that are pressed do not match what is on the display). It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response from the #9 key caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #9 key would occur following the selected key's function (e.g. When the #1 key is pressed, 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigation this issue.